Event description:
The customer reported "pump's charging port is damaged & loose". There was no reported adverse impact to the customer. The customer declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.